Event description:
The IV catheter twisted around needle but would not click into the retraction button to advance catheter off the needle. IV sheath/needle removed and new lot # used without a problem.